Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor cannula broken, broken part is missing. Also performed visual inspection and found insertion needle to be bent inside needle base. Unable to confirm if customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they attempted to insert two new sensors but they did not seem to be sticking. When the customer pulled the serter away the sensor pulled with it. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.